Event description:
It was reported that technical services (ts) received a call to review the reports available for this implantable cardioverter defibrillator (ICD). Review of the episodes showed that this device delivered six bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected atrial arrhythmia with rapid ventricular response (rvr). The third shock delivered accelerated the arrhythmia. The available therapy was exhausted. No additional adverse patient effects were reported.